Event description:
Per the clinic, the patient experienced pain at implant site and migration of the electrode array (date not reported). Subsequently, the device was repositioned under general anesthesia on (B)(6) 2024. The implanted device remains.